Event description:
The patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a visibly damaged battery cap but demonstrated that pump was operating within required specifications and delivery accuracy. The pump user guide instructs that the battery cap must be replaced a minimum of once each year. There is no evidence that the battery cap was replaced by the user.